Event description:
New information received notes that right atrial lead noise was over-sensed.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to the device can and the reported events. The reported events of low pacing lead impedance and noise were confirmed.

Event description:
Related manufacturing reference number: 2017865-2021-38654. It was reported that the patient presented in clinic for follow up with a pulse generator unable to be interrogated. Additionally, the right atrial lead exhibited noise and low pacing impedance. The device and lead were explanted and replaced. There were no patient consequences.